Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned products identified signs of use but no apparent signs of malfunction. The implant could not be functionally tested for the reported event (nerve injury). However, measurements were taken and through dimensional analysis and comparison to drawings, the device was determined to be within specification. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on tooth #18 for approximately two days. X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to nerve injury. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. First/given name: unknown / not provided.

Event description:
It was reported that the implant was removed due to nerve injury. The patient came in complaining of pain and numbness.